Event description:
Facility reported that the a/v bloodline was "malformed" allowing air to enter system. Hemodialysis treatment discontinued, lines changed, trreatment resumed. Denies pt injury. Pt discharged to home.